Manufacturer narrative:
(B)(4). The customer has indicated that the product will be returned to zimmer biomet and the investigation is in process. Once the investigation has been completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during surgery the device had uneven thickness, and the thickness did not match setting depth and calibration way off. The grafts were poorly harvested and additional skin had to be harvested. There was a 30-40 minute delay and the patient was under anesthesia. No additional patient consequences were reported as a result of this malfunction. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, d4, d9, g3, g6, h1, h2, h3, h4, h6, and h10. The results of the investigation are as follows: - review of the device history records identified no deviations or anomalies during manufacturing. - review of the most recent repair record determined the calibration was out at all readings. The control bar and shaft, semi-circle and shaft bearings, thickness control lever, and ball detent were replaced, and device recalibrated which resolved the reported issue. -a definitive root cause cannot be determined. - the event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.